Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's glucose reading was 24 mmol/l. Troubleshooting was performed. Ran a fixed prime and self test and they passed. Performed a displacement test and the test failed. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is a paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.